Event description:
Baxter reports the silicone tubing came off the pt connector of the minicap transfer set during use. Affiliate reports no pt injury or medical intervention as a result of the incident.